Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-05615, 05616, 05617 and 05619 for the other associated device info. It was reported to boston scientific corp that five radial jaw hot single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6), 2009 (pt age unk; however over 18 years). According to the complainant, during the polyp removal procedure, the forceps would not get hot to coagulate the tissue. Four add'l radial jaw hot single-use biopsy forceps were used and had the same outcome. The procedure was completed with a different biopsy forceps device without cautery. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.